Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did not confirm the leak. The unit was received containing no fluid in the bladder. A functional leak test was subsequently performed by manually filling the bladder with red water. During and after fill, no evidence of leak was detected on the bladder or anywhere on the unit. Thereafter, the unit was being monitored for 24 hours. After 24 hours, there was still no evidence of leak noted at the bladder or anywhere on the unit. This is a single use device and will not be repaired. No other observation was found on the unit. The root cause was undetermined.

Event description:
Baxter (B)(4) received a report that an infusor leaked from the bladder during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.